Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported patient effect of atrial atrial septal defect appears to be related to related to procedural conditions. Atrial perforation is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report atrial perforation, delay in procedure and medical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The steerable guide catheter (sgc) was advanced to the mitral valve, and the clip was placed. However, during gripper line removal, the gripper line became stuck. Troubleshooting was performed and the gripper line was removed. The clip was deployed, and the sgc was removed. After the sgc was removed, a left to right shunt was observed causing a clinically significant delay in the procedure as the shunt was treated with a closure device. One clip was implanted, reducing mr to 1-2. No additional information was provided.